Manufacturer narrative:
Records indicate this lead remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. An x-ray was performed which revealed the lead had dislodged. The patient is not pacemaker dependent and a revision procedure was planned for a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a revision procedure. The lead was successfully explanted. It was reported the pocket tested positive for a bacterial infection. The entire system was explanted and a new system was implanted on the opposite side of the patient's body. No additional adverse patient effects were reported.